Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported the fresenius 2008k machine had issues with treatment settings. The biomed tech stated she was simulating a hemodialysis (hd) treatment and when she adjusted the ultrafiltration goal and ultrafiltration time on the home screen. The biomed tech stated the ultrafiltration rate did change but when she turned on the ultrafiltration the rate always went to 300 ml/hr. A patient was not connected to the machine at the time of the incident. The blood pump speed was 350 ml/mi, the ultrafiltration goal was 450ml and the uf removed was 490ml. No parts were reported to be available to be returned to the manufacturer for evaluation. Additional information was requested and was not received to date.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported the fresenius 2008k machine had issues with treatment settings. The biomed tech stated she was simulating a hemodialysis (hd) treatment and when she adjusted the ultrafiltration goal and ultrafiltration time on the home screen. The biomed tech stated the ultrafiltration rate did change but when she turned on the ultrafiltration the rate always went to 300 ml/hr. A patient was not connected to the machine at the time of the incident. The blood pump speed was 350 ml/mi, the ultrafiltration goal was 450ml and the uf removed was 490ml. No parts were reported to be available to be returned to the manufacturer for evaluation. Additional information was requested and was not received to date.